Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B)(6) 2009. According to the complainant, post procedure, the cap on the y port of the device detached the week of (B)(6), 2010. In addition, during the replacement procedure on m(B)(6), 2010, the bumper on the initially placed securi-t percutaneous replacement gastrostomy tube detached inside the patient's stomach. The physician retrieved the device endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the internal bolster had detached from the feeding tube. Flash from the inside of the bolster was still attached to the feeding tube. A mold line was found on the tube from the distal end indicating that the bolster had been properly attached to the tube. The internal face of the bolster was found to be cracked where it had separated from the tube. The feeding port cap was found to have the flange that is used to open the cap torn off jaggedly. The cap was also found to be torn off jaggedly from the connector that connects the cap to the y-port body. The returned unit was consistent with the complaint incident that the internal bolster detached during replacement. During the evaluation the internal bolster was found to be detached from the peg tube. It most likely detached due to excessive force being used during removal of the device. The feeding port cap of the device was also found to be torn apart. It appears that due to repeated use and handling the connecting part of the port cap and the flange of the cap were torn off. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12743159 and revealed no related issues to this complaint. (B)(4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B) (6) of 2009. According to the complainant, post procedure, the cap on the y port of the device detached the week of (B) (6) 2010. In addition, during the replacement procedure on (B) (6) 2010, the bumper on the initially placed securi-t percutaneous replacement gastrostomy tube detached inside the patient's stomach. The physician retrieved the device endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (6). (B) (4) - component detached retrieved by physician. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).